Event description:
It was reported that the patient had the obtryx sling fixed on the right side of her vagina. The patient has experienced pain in the right groin, stomach, vagina, rectum, leg, and right foot. The patient indicated being unable to walk for too long or drive long distances. The patient alleged the constant pain prevented her from joining a new job, and from having a normal life. It was stated that the short, painful nights, the isolation from her children and family, and inability to maintain sexual intercourse has led to depression. No actions were reported to be taken in a healthcare facility to address the symptoms.

Manufacturer narrative:
Block h6: patient code e1405 captures the reportable event of painful intercourse. Patient code of e2330 captures the reportable event of pain. Impact code f1202 captures the reportable event of inability to maintain sexual intercourse has led to depression.